Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard cruciate retaining interlok femoral component left 70 catalog #: 183032 lot #: ni, biomet 360 tibial tray 79 mm catalog #: 185205 lot #: ni, biomet 360 tibial offset adapter 5.0 catalog #: 185211 lot #: ni, series a thin 3-peg patella 34 mm catalog #: 184786 lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The complaint sample was not evaluated and the reported event was not confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05887, 0001825034-2018-05888, 0001825034-2018-05889, 0001825034-2018-05890.

Event description:
It is reported that the patient required a visit to the emergency room one day following left knee arthroplasty to treat significant bleeding from the wound. The patient was treated with pressure dressing. No additional patient consequences were reported.